Event description:
The customer reported that on 3/5/1999 the pt had a heart catheterization with deployment of vasoseal. The pt was discharged on 3/5/1999 with site noted to be clear per nurse. A follow-up call by the nurse to the pt revealed that the pt had a large hematoma when she awoke on 3/6/1999. The pt was taken to the hosp and had surgical intervention performed on the hematoma. No further complications were noted.